Manufacturer narrative:
Added information to h6: type of investigation, investigation findings, investigation conclusions this follow-up report is being submitted to relay additional information. Summary the complaint is unrefuted for one (1) of one (1) unreturned mobi-c implant 13x15 h6 us (pn mb3xxx) for the failure of patient harm postoperation. The product was not returned, no photo was provided. Medical records were not provided for review. Potential cause since the product was not returned for evaluation, root cause can't be established. DHR review and related actions lot number was not provided, DHR review can't be performed. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient experienced chronic pain 14 months after mobi-c implantation. There was no cervical facet degenerative pathology prior to initial implantation. Progressivism radiographic evidence over 14 months showed 3-4mm anterolisthesis of c3 on c4 and severe bone on bone erosion subluxation of right c3-4 facet with rotational component. This required removal of the implant and secondary acdf with anterior plate to reduce and stabilize cervical spine. Chronic pain remains after implant removal.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient experienced chronic pain 14 months after mobi-c implantation. There was no cervical facet degenerative pathology prior to initial implantation. Progressivism radiographic evidence over 14 months showed 3-4mm anterolisthesis of c3 on c4 and severe bone on bone erosion subluxation of right c3-4 facet with rotational component. This required removal of the implant and secondary acdf with anterior plate to reduce and stabilize cervical spine. Chronic pain remains after implant removal.